Event description:
Information received from the field does not address the patient's clinical status but notes while the patient was in for a routine follow-up, the clinic noticed inappropriate programmed data.